Manufacturer narrative:
An event of deployment of a mis-sized amplatzer duct occluder (ado), which subsequently needed to be surgically removed, was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, there was no evidence of device malfunction and the field reported that the "physician recognized that the patient's anatomy on the pulmonary artery side should have been considered more carefully prior to detachment of the ado from the delivery cable in order to avoid this incident."

Event description:
On (B)(6) 2018, a 5/4 mm amplatzer duct occluder (ado) was selected for use. During the procedure, the ado was unable to be directed toward the pulmonary artery side when the ado deployed in and detached from the delivery cable at the patient's ductus. To replace the ado with a larger model 6/4 mm ado, the smaller ado was attempted to be removed from the ductus via a 9f amplatzer torqvue 45° exchange system (eitv) (model: 9-eitv09f45/80, lot: 5578020). As the patient's aorta was too thin due to down's syndrome, the ado was attempted to be retracted via a venous approach. The eitv delivery sheath was delivered through the pulmonary vein and the retraction of the ado continued. The large 9f sheath had been placed in the right ventricle and the patient developed an episode of pulmonary hypertension with a gradual decrease in blood pressure and required surgical intervention to remove the ado and surgically close the patient's ductus. There were no consequences to the patient reported and the patient is stable and has been discharged. The physician recognized that the patient's anatomy on the pulmonary artery side should have been considered more carefully prior to detachment of the ado from the delivery cable in order to avoid this incident. The ado was discarded at the hospital and will not be returned for analysis. The patient specific information of the patient identifier is not available for this case.